Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead dislodged the day after implant. They physician tried to reposition it however the left side anatomy was difficult and they were unable to obtain access again. The physician decided to implant a new system on the right side.